Event description:
Customer reported that pump was not charging. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up and further information could not be obtained.